Event description:
It was reported that the right atrial lead was not functioning. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor was fractured; the full lead was returned for analysis. Further testing revealed blood/body fluid on the proximal conductor (not obstructed) and the outer insulation was breached cut.